Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a routine device exchange, externalized conductors were noted on the right ventricular lead. All electrical measurements were normal and stable. No actions were taken to resolve the issue and the patient was stable.